Event description:
It was reported that the catheter was placed in a pt with a pacemaker and on comadin. Difficulty was encountered when trying to infuse medication. During removal of the epidural catheter, it separated with 8cm remaining in the intrathecal area. Since the pt is not experiencing any pain, the physician has decided not to remove the small piece of catheter. There were no additional pt complications.